Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not power on. The tech found a third party battery that most likely damaged the power supply board and switching power supply. The tech recommended replacing the battery and both power supplies. There was no patient involvement.

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not power on. The tech found a third party battery that most likely damaged the power supply board and switching power supply. The tech recommended replacing the battery and both power supplies. There was no patient involvement.